Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment's footswitch presented a problem and locked the system during a procedure. An alternate system was used to complete the case with no impact to the patient.